Event description:
Vague pump report of "not delivering volume correctly- set for 60 cc/hr but IV running in 1-2 hrs early." No additional clinical info was able to be obtained. No pt info was able to be obtained.